Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during focal bladder neck cautery, the anesthesia team reported that the patient began to experience oxygen desaturation and identified a blood clot in the patient¿s right atrium. After the clot was addressed, the patient¿s condition began to stabilize. There is no indication that the identified blood clot was related to the aquablation procedure. Based on additional information received on 06 may 2025, it was confirmed that the patient required a blood transfusion while on anticoagulation therapy, and interventional radiology was consulted to perform a prostatic artery embolization. The patient¿s urine remained clear throughout. Despite this, the patient¿s hemoglobin levels continued to decline. The clinical representative assessed that the blood loss anemia was unlikely to be due to prostatic bleeding and instead may have originated from a gastrointestinal source. As of the date of this report, the patient was reported to be in stable condition, communicating well, and alert. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation consisted of information received, plus a review of the treatment log files, device history record, and labeling. The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding o embolism section 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding and embolism as potential risks of aquablation therapy. Based on the review of the information received, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.